Manufacturer narrative:
Tandem technical support attempted to follow-up with the customer to confirm that the high bg was resolved, the customer did not reply to the messages. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) had been elevated (351 mg/dl) over the past 3 days. A correction bolus was delivered to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer changed all of the pump supplies and used a new vial of insulin. The customer was to be meeting with a healthcare provider the next day and would discuss the high bg.